Event description:
N/a

Manufacturer narrative:
It was reported that, cardiosave intra-aortic balloon pump (iabp) issue with code # 14 power-up test fails. There was no patient involvement reported. A getinge field service engineer (fse) verified after checkout of fault logs and seen the #77 and the prior compressor failure, fse replaced the scroll compressor, muffler,1/8 npt, muffler <100 micron. The reported problem was verified. Verified unit calibrated and passes all functional and safety tests per factory specifications. Product passed all functional/safety testing. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complaint: pn: 0119-00-0236 sn: 19 08011 36_dtech scroll compressor this part was received with a reported unit failure message of code# 14 power up failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the exec processor board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of code# 14 power up failure. The failure analysis and testing department let the unit pumped for 3 hours and did not observe any code on screen. Scroll compressor passed testing. Retaining scroll compressor in the fat dept. As per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a power up test failure code #14. There was no patient involvement.